Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called with very low blood glucose levels. The customer had taken a glucagon shot prior to placing the phone call, but was still not very coherent during the call. The paramedics were called and the technician waited on the phone until the paramedics arrived to the customer's home. Nothing further was mentioned.